Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
It was reported a size 11 mm. Bioblock implant device was implanted in the pt's right foot on (B)(6) 2008, for the treatment of painful flat feet and low back pain which was experienced prior to the surgery. In 2010, the pt reported he experienced severe pain in his right foot which was treated twice with steroid injections. On an unk date x-rays of the right foot were performed and in (B)(6) 2012, the pt reportedly requested an MRI which revealed a large ganglion cyst formed in the navicular bone. It was reported 'the surgeon indicated he "thought" the cyst was caused by the implant'. On (B)(6) 2012, surgery was performed to remove the cyst and right foot implant. The cyst was reported as "large" and required bone grafting from the pt's shinbone. After the (B)(6) 2012 surgery, the pt reportedly experienced severe leg cramping and went to the emergency room where an ultrasound revealed a deep vein thrombosis (dvt) in his leg.